Event description:
It was reported that the insulin pump experienced a history anomaly. The caller stated that two bolus deliveries disappeared from the bolus history. The customer's blood glucose was 10.0 mmol/l. The caller did not recall receiving any alarms. The customer noted that she had taken a bolus of 18 units of insulin two hours prior, and when she went to use the bolus wizard, the insulin pump estimated a bolus of 0.5 units for a blood glucose of 15.1 mmol/l; the customer was advised that the insulin pump had taken into account the active insulin in her body before calculating the estimation. The caller was advised to upload the insulin pump data into the computer software for further review of the history anomaly.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.